Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a meshgraft ii device for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical/ zimmer biomet australia has not previously repaired/evaluated this meshgraft ii. Initial qa inspection of the meshgraft ii by zimmer biomet (B)(4) revealed that the unit passed the pre-test cut. The unit pre-test cut was out of calibration. The bottom base plate was modified to accommodate nonstandard hex head bolts. Repair of the meshgraft ii was not performed by zimmer biomet (B)(4) since the side plates would not fit the modified base plate. The reported event was non-verifiable since the cutter was not returned. The reported event was confirmed since during initial inspection the pre-test cut was out of calibration. The root cause of the cutter being blunt and the device not cutting effectively could not be determined wit the provided information.. The device being out of calibration could cause a less than optimal test mesh, however it is unknown how the device came to be out of calibration. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the mesher cutter seemed blunt and not cutting effectively during biomedical testing. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.